Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device. Device available for evaluation? Yes. Returned to manufacturer on: 03/02/2018. Device returned to manufacturer? Yes. Device evaluation: the product was returned to the manufacturer. A 1mtec30 cartridge was received along with the intraocular lens and was stuck in the cartridge tip. The cartridge tip was broken with part of the lens out. Scarce amount of viscoelastic residue were observed through the cartridge. The reported complaint was verified. Manufacturing record review: based on the manufacturing record review of the production order revealed that the product was manufactured and released according to specification. Complaint related to cartridge damage had been addressed in exception report (ER). This type of complaint will continue to be monitored through tracking and trending. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: an ongoing investigation has been performed on complaints related to cartridge damage. An ER was initiated to address any potential product quality deficiency. This type of complaint will continue to be monitored. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that cartridge was cracked and the intraocular lens (iol), a model zxr00 23.5 sn (B)(4) was damaged. Per account, the lens never left the cartridge and was stuck at the end of cartridge. There was no patient injury, as the lens did not enter the patient's eye. No additional information provided.